Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight is not available for reporting. Product code and common name used for reporting purposes; however, the allegation of complaint is against the technique guide which is not a medical device. Please note the complaint product is a technique guide and not a medical device. Subject product is a technique guide as such implant/explant dates are not applicable. This complaint involves the availability and dissemination of a technique guide as described in this report. As such, a product will not be returned by the complainant but the complaint will be investigated by synthes as this technique guide and the dissemination information for the product are available for investigation. (B)(4) was utilized for the reported allegation of complaint against the against the pfna technique guide availability to the surgeon on september 29, 2009. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: this complaint is part of a legal case from complaint, (B)(4). The complaint allegation against the pfna technique guide reports ¿synthes¿ literature in 2006 regarding the pfna nail surgical technique makes no mention of specific difficulties in removing this material. Synthes launched a kit designed especially for the extraction of damaged implants, along with an adapted surgical technique, in (B)(6) 2008, with a reference thereto on the synthes website. During the nail removal procedure performed on (B)(6) 2009, the surgeon did not have the specific equipment needed for removal of ¿difficult¿ nails at his disposal. He had ordered the standard extraction kit. The surgeon was unsuccessful at explanting the pfna. The implant remains in the patient. The legal documents state that ¿the surgeons are obviously not required to consult prosthesis manufacturers¿ websites on a regular basis in order to remain current on potential developments with materials and associated surgical techniques. The allegation against the technique guide is that the manufacturer did not widely and quickly disseminate by all means possible, information on the availability of new elements that could result in major technical difficulties.¿ the first reference to any difficulty in removing this material only appears in the edition distributed in 2010. Synthes acknowledged that prior to its replacement in 2010, the literature dealing specifically with the patient¿s implant made no reference to any specific difficulties regarding the removal of this material. The legal document stated that ¿synthes could therefore be assigned liability in the failed procedure performed on (B)(6) 2009. Please also see related complaint (B)(4) which addresses and reports additional events associated with the implant and revision/explant procedure associated with this case. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product development investigation was performed. Based on the complaint description, this complaint is against pfna / pfna-ii - blade extraction set, technique guide. We have forwarded this complaint to responsible product development department for further investigation with following results: only x-rays provided. The reported issue can't be analyzed with precision as no material has been provided. However, after having reviewed the available x-rays following assumptions can be made: the blade was inserted with an impactor not fully engaged, leading to a deformation of the thread of the blade. The blade could not be locked. During the material removal the removal instrument could not properly engage the blade and only the cover (tip) of the blade could be removed, probably by using the wrong instrument. Both the products and the surgical technique needed for the removal of the blade were available at the date the removal surgery was performed. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.